Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported in the neonatal intensive care unit (nicu) clinician stated that the pump was clamped however it did not alarm or display occlusion. The patient did not receive intended fluids. In additional follow up customer mentioned that, "infant was receiving dextrose 10 (d10) hypoglycemia at a rate of 6ml/hr. Six hours after the fluids were hung, an alarm sounded for occlusion. The clinician found the tubing to be clamped. Blood sugars for the baby during this time were 30mmol/l. A bolus of dextrose 10 was given. Blood sugar rose to 64mmol/l. Next blood sugar result was 40 mmol/l. Additional d10 bolus given, fluids unclamped, and IV fluids changed to dextrose 12.5." Customer unsure of current occlusion pressure settings on the pump.

Event description:
It was reported in the neonatal intensive care unit (nicu) clinician stated that the pump was clamped however it did not alarm or display occlusion. The patient did not receive intended fluids. In additional follow up customer mentioned that, "infant was receiving dextrose 10 (d10) hypoglycemia at a rate of 6ml/hr. Six hours after the fluids were hung, an alarm sounded for occlusion. The clinician found the tubing to be clamped. Blood sugars for the baby during this time were 30mmol/l. A bolus of dextrose 10 was given. Blood sugar rose to 64mmol/l. Next blood sugar result was 40 mmol/l. Additional d10 bolus given, fluids unclamped, and IV fluids changed to dextrose 12.5." Customer unsure of current occlusion pressure settings on the pump.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.